Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a venous anastomosis. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using another 7.0 x80 gladiator elite balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a venous anastomosis. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using another 7.0 x80 gladiator elite balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 7.0 x80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with resistance being encountered and excessive force being applied to the device when crossing the lesion. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 70mm proximal of the proximal balloon sleeve. This type of damage is consistent with resistance being encountered and excessive force being applied to the delivery system. Both markerbands were undamaged and present on the shaft of the device.